Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The customer called to cancel a/s, rep inquired why she listed multiple reasons and uti was one of them. Rep asked if it was just a uti or if she thought it was because of the pw and she said the hospital told her it was because of the pw. She said she doesn't know if she was "not changing it often enough or what." Medical intervention was provided. No lot number used with flex wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: b, d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer called to cancel a/s. Rep inquired why she listed multiple reasons and uti was one of them. Rep asked if it was just a uti or if she thought it was because of the pw and she said the hospital told her it was because of the pw. She said she doesn't know if she was \ "not changing it often enough or what. Medical intervention was provided. No lot number. Used with flex wicks. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention provided for urinary tract infection.